Event description:
It was reported that during an unknown procedure the clips would not form. Unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Analysis (b) based on the photograph evidence that the clip formations were a direct result of how and where the device was placed, tissue position within the jaws, and potentially device movement during firing and/or incomplete firing stroke. The clip forms were not the result of a device malfunction, but rather a user /application issue.